Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result. On (B)(6) 2022, the consumer performed covid-19 at-home test and the result was positive, with a light t line. On (B)(6) 2022, at the community test site, the consumer had a pcr test and the result was negative. The consumer's symptoms of fatigue, gi upset, diarrhea, and loss of appetite began on (B)(6) 2022. The lot number is 53k31j2t1. The expiration date is 06-jun-2022. The buffer lot is 53h3173z8. No other information can be provided.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.